Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the scope socket's position was found out of alignment. In addition, the power supply fan was found unattached, causing noise. A device history review( DHR) was performed and confirmed there were no manufacturing abnormalities, special hires, or variations. A root cause was not determined, however investigation has concluded possible causes for the malfunctions are as followed. The scope guide is deformed by the corresponding device has passed more than 11 years from the delivery; parts deterioration due to long-term repeated use and user handling. The amount of emitted light is out of specification (lamp life meter 400 hours or more), it is possible the lamp life is near end.

Event description:
A user facility reported to olympus that when the scope was inserted, it was slightly bent and not straight. There was no patient injury or harm, associated with the problem, reported to olympus.